Manufacturer narrative:
The integrated electro surgical unit was returned for failure analysis. The reported failure (error c-37) was confirmed and reproduced. The unit was placed on an in-house system and run in normal mode. The unit will be returned to the original manufacturer for repair.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a c-38 fault occurred when trying to use monopolar energy. The intuitive tech support engineer (tse) reviewed the system logs and confirmed several faults occurred against the integrated electro surgical unit (iesu). The tse informed the caller that the issue appeared to be related to the iesu, and recommended rebooting the iesu. The caller did note perform the reboot at the time of the call. The site continued with the procedure. There were no reports of patient injury.